Event description:
The customer reported that bleeding occurred during a laparoscopic hysterectomy although end tones, indicating a completed seal cycle, were heard. The bleeding was from the pedicles of the vaginal cuff. Resealing of the pedicles was performed to control the bleeding. The blood loss was minor and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.